Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation confirmed there was no abnormality in the subject device, but the error (scope communication error) was caused by the failure of the endoscope.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be duplicated. The unit was tested with a test cv-190 video processor and with ltf-s190-5, gif-h190 and cf-hq190l tests scopes. The b30 error did not occur during testing and the video image was verified within specifications. Upon follow communication with the user facility, it was learned that the cause of the b30 error was isolated to specific scopes. The user facility returned the suspect scopes for repair.

Event description:
A user facility reported to olympus that a b30 error was generated on all their olympus series 190 scopes. The problem, as reported to olympus, was identified on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.